Manufacturer narrative:
The most likely underlying cause for the revision reported is fracture. However, the reported prosthesis wear and instability cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."

Manufacturer narrative:
D10: 2415904 170-40-07 - biolox delta femoral head 40mm od, +7mm 4704439 188-01-11 - wedge plasma x/o sz 11 4712269 186-03-56 - integrip mh cup sz 56mm the product associated with the reported event is within the scope of recall z-1732-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 81 months after a left total hip replacement procedure, the patient underwent a revision procedure to address prosthesis fracture, instability, and moderate synovitis. Revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.